Event description:
It was reported that user performed diagnostic hysteroscopy and endometrial ablation in a patient suffering from aub (e). At the time of endometrial ablation the device was deployed just over the red/green demarcation line, indicating possible malposition of the device. Ablation was conducted. A few days after the procedure the patient underwent secondary surgery. Uterine and bowel perforations were confirmed. A transmural unintended thermal effect on the uterus and bowel was seen. Bowel resection and colostomy were performed. Patient recovered and was discharged.

Manufacturer narrative:
The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot of the disposable handpiece was not provided; therefore a device history could not be performed. The relationship between the device and the reported adverse event could not be established. Based on the information reviewed, there is no indication of a product deficiency directly associated with the adverse event. All handpieces meet all qa specifications prior to being released, including adequate sterilization. Uterine/bowel perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum.